Manufacturer narrative:
An event of pericardial effusion and cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Reportedly, during procedure, heparin was administered to the patient and the patient's activated clotting time levels were at 250 seconds. It was noted that the 31mm occluder was too large, over compressed, and had been recaptured back into ball twice. The decision was made to remove the device and attempt to downsize. Post recaptured of the 31mm occluder, the patient developed pericardial effusion near the left atrial appendage that led to cardiac tamponade due to damage of the appendage wall during device retrieval. A 28mm amplatzer amulet occluder was then chosen for implant with a new amplatzer amulet delivery sheath. However, this was unsuccessful as the 28mm occluder was too small and there was no compression. Finally, a new 31mm amplatzer amulet occluder was prepped and implanted successfully. Thereafter, the patient had a pericardial drain inserted and was transferred to the intensive care unit for observation and management. The patient was stable. Based on the information received, the reported pericardial effusion led to cardiac tamponade appears to be related to procedure circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on 19 september 2023, a 31mm amplatzer amulet left atrial appendage occluder was selected for procedure with a 14f amplatzer amulet delivery sheath. During procedure, heparin was administered to the patient and the patient's activated clotting time levels were at 250 seconds. It was noted during procedure that the 31mm occluder was too large, over compressed, and had been recaptured back into ball twice. The decision was made to remove the device and attempt to downsize. Post recapture of the 31mm occluder, the patient developed pericardial effusion near the left atrial appendage that led to cardiac tamponade due to damage of the appendage wall during device retrieval. A 28mm amplatzer amulet occluder was then chosen for implant with a new second 14f amplatzer amulet delivery sheath. However, this was unsuccessful as the 28mm amplatzer amulet occluder was too small and there was no compression. Finally, a new 31mm amplatzer amulet occluder was prepped and implanted successfully without replacing the second 14f amplatzer amulet delivery sheath. Thereafter, the patient had a pericardial drain inserted and was transferred to the intensive care unit for observation and management. The patient was stable at the time of report.

Event description:
It was reported that on (B)(6) 2023, a 31mm amplatzer amulet left atrial appendage occluder was selected for procedure with an unknown 14f abbott delivery sheath. It was noted during procedure that the 31mm occluder was too large, over compressed, and had been recaptured back into ball twice. The decision was made to remove the 31mm amplatzer amulet occluder and attempt to downsize. Post recapture of the 31mm occluder, the patient developed pericardial effusion near the left atrial appendage that led to cardiac tamponade due to damage of the appendage wall during device retrieval. A 28mm amplatzer amulet occluder was then chosen for implant with a second unknown 14f abbott delivery sheath. However, this was unsuccessful as the 28mm amplatzer amulet occluder was too small and there was no compression. Finally, a new 31mm amplatzer amulet occluder was prepped and implanted successfully without replacing the second unknown 14f abbott delivery sheath. Thereafter, the patient had a pericardial drain inserted and was transferred to the intensive care unit for observation and management. It was reported that during procedure, heparin was administered to the patient and the patient's activated clotting time levels were at 250 seconds. There was no clinically significant delay in the procedure due to this event that had the potential to cause or resulted in hemodynamic compromise. The patient was stable at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.